Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One used 8f angio-seal vip was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with the header bag. The locator was returned as well. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was performed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was then applied to the anchor and the suture broke upon pulling and full testing was unable to be completed. Functional testing was unable to be completed since the suture broke upon pulling. The amount of time between the date of event and the receipt of the device likely led to the exposure of blood and moisture coated suture on the used device to ambient conditions unwholesome to the integrity of the suture. It is unclear what environment the device was subjected to during transportation environmental components likely contributed. Certification of analysis was reviewed, and no inconsistencies were noted in the strength of the suture. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely thay the reported issue may have been caused by the device sleeve was not being positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received an FDA medwatch report # mw5095660. The event description states: "issue with angioseal, did not deploy. Patient formed hematoma."